Event description:
Per the clinic, the patient experienced a subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per tge clinic, the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.